Event description:
As reported by the edwards clinical specialist (cs), after balloon valvuloplasty, the patient became hemodynamically unstable. Case summary: the case began normally. After bav, the blood pressure remained low. The valve was advanced through the annulus, at which point the patient's blood pressure (bp) dropped to approximately 20mmhg. The valve was deployed but the pusher had not been pulled back to expose the balloon so the valve only partly expanded and then slowly embolized into the left ventricle. The patient went into ventricular tachycardia and CPR was started. A second valve was prepped but it was decided to convert to surgical repair. The patient was hemodynamically stable after surgery but died the next day.

Manufacturer narrative:
(B)(6). Investigation is ongoing.

Manufacturer narrative:
Additional information provided by the hospital cases debrief notes indicated the bav had been performed in the usual fashion under rapid pacing. The patient was hemodynamically stable while the balloon was crossing valve. There was a short inflation of the balloon and effective valvuloplasty was achieved. Post bav moderate aortic regurgitation (ar) was observed. Bp dropped significantly during rapid pacing and required pressor support for recovery, but returned to systolic bp >100mmhg. The contribution of moderate ar to hypotension was one driver for rapid delivery and implantation of the valve. After the sapien valve crossed the native annulus, the patient¿s bp was 80mmhg systolic, as well as during the 2 minutes prior to valve crossing. Rapid pacing was initiated for valve deployment which produced an expected fall in bps to ~40mmhg. For technical reasons, the balloon did not inflate. Rapid pacing was terminated and after a period of ~20s, rapid pacing was reinitiated. In the period between inflations, bps remained low (~30-40mhg systolic). The balloon was inflated and the valve was deployed under rapid pacing. During valve deployment the valve migrated into the lvot, such that the leaflets were no longer opening. Following valve deployment, the patient¿s bp remained low (~40mmhg). After a period, when bp did not respond to pressor support in the usual fashion, CPR was initiated. Subsequently, there was rhythm instability with runs of sustained vt and at least two episodes of vf requiring defibrillation. CPR was continued throughout this time and the surgical team was notified. During this period, the wire was withdrawn from the lv. It was subsequently recognized that the valve was too low and an agreed strategy in this setting is to deploy a second valve in a more aortic position. An attempt was made to cross the native valve and sapien with a wire and catheter. During this process the valve migrated further into the lvot and tilted, thereby causing lvot obstruction and potentially worsening the hemodynamic conditions. The valve was pushed further into the lv to prevent lvot obstruction. Throughout this period CPR continued and the tavr surgical team decided to proceed to surgical intervention. The sapien was successfully removed and a surgical tissue valve was successfully implanted. The patient¿s hypotension was attributed to right ventricle dilatation, volume overload and septal dysfunction related to the patient¿s atrial septal defect (asd). Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the patient¿s hypotension was attributed to patient factors, as stated above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.